Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient experienced skin redness and warmth at the pocket site 3 months after implantation. No infection or other cause was determined. Patient did not have a fever. Blood tests indicated no abnormalities, and an antibiotic regimen was started anyway. Symptoms did not clear, and the device was explanted on (B)(6)2010, and replaced with a non-rechargeable device (synergy versitrel, model 7427v) at an alternate pocket location. All skin symptoms had resolved following the replacement of initial device and patient was determined as "doing fine".

Manufacturer narrative:
Final analysis of neurostimulator model 37711 (B)(4) showed no significant anomaly. Ins battery reduced capacity due to overdischarge. No telemetry and no output all electrode pairs. With a physician mode recharge, the ins recovered normally with good stable output on all electrode pairs. Shield/can observations noted scratched. Connector port observations noted foreign material in port(s). Additional information determined that the correct manufacturing site for this event is site # 3004209178.